Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, the instrument did not fire properly. No additional information is available.